Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Additional information was requested on 01/24/2011, 01/25/2011, and 02/09/2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A user facility reported that an intraocular lens (iol) was exchanged after the lens became dislodged. The iol was exchanged for the same model lens. Additional information has been requested.